Manufacturer narrative:
Patient underwent battery revision due to battery depletion. Battery lasted approximately five years; considered a normal battery depletion. New battery implanted. No further action to be taken.

Event description:
Product received from the field; explanted device received for analysis. Device replaced on (B)(6) 2026 (no reason given).